Event description:
A peritoneal dialysis patient has reported that while doing her treatment the machine alarmed. The patient discontinued her treatment. She opened the cassette door and the cassette was cracked and leaking. A sample is available. The patient received one dose of intraperitoneal antibiotic as a preventative measure. The patient continues use of this product for dialysis.